Event description:
The pt's abdomen was inflated during a exploratory laparoscopic procedure. During the first puncture with a 10mm trocar the cap on top of the obturator popped off and the spring which is inside also popped out leaving the blade exposed. It was stated the pt was not affected and the procedure was not changed or modified.